Event description:
It was reported by the customer that during insertion, the smart seal was removed from the tray. The physician attempted to advance the dilator through the smart seal as the hemostatic seal fell out of the sheath. The sheath was not broken and the seal appeared completely intact. This device was not used on a pt.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.